Event description:
Add'l info rec'd from MFR 4/5/04: MFR's analysis demonstrated that the thigh section deck weldment and the foot section actuator stroke adjustment were the most likely components involved in the failure. The location of the foot section actuator stroke adjustment can influence the stress on the thigh section deck weldment. As a part of the corrective action, a non-reportable market withdrawal is on-going in the united states. Since MFR initiated the market withdrawal on feb 3, 2003, 94.7% of the units identified as potentially affected have been upgraded. After reviewing and evaluating the engineering team's conclusions and the requirements of us 21 cfr 806, mgmt team determined that this action is exempt from the us FDA corrections and removals reporting requirements.

Event description:
Unoccupied stryker "go bed" was found to be incapable of being raised for cleaning. Maintenance staff subsequently found that this was related to a fractured weld between a lift drive shaft and the bed frame itself.